Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.